Manufacturer narrative:
Hologic technical support (ts) suggested the low positive samples had been contaminated within the instrument. Hologic field service engineer (fse) performed two mag wash cleans on the panther to resolve the problem. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 ((B)(4)), aptima sars-cov-2 ((B)(4)), and aptima sars-cov-2/flu ((B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Event description:
Customer reported one sars-cov-2 tma run on panther instrument sn (B)(4) which had low positive samples. After a true positive sample was run, customer noticed clusters of low positive samples (about 650 rlu) which were negative upon retest.